Event description:
It was reported that the probe was leaking oil. The leaking probe was found by a verathon service tech, and not reported by the customer. No patient was involved.

Manufacturer narrative:
The service rep replaced the cracked probe dome assembly (probe was leaking). The system operates as intended.